Event description:
The surgeon reported when he inserted the tip into the os eye there was a barb on the tip, which caused the capsule to collapse and a pc tear. An anterior vitrectomy was required. Additional information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary when additional information becomes available.